Event description:
My doctor urged me for 3 years to get them and finally I caved. I have always had cervical issues and after 4 children, I was most definitely finished having children so my doctor kept urging me to get the essure because it was "quick and easy and safe." Birth control pills never worked for me, I got pregnant on the pill, it always gave me high blood pressure and horrible uti's. Plus, I have thyroid issues and this was a non-hormonal way for me to end my child bearing years so it really seemed like the answer to my prayers. Well, my doctor got the first one in pretty easily, after 5 minutes he said "we're halfway there (B)(6)!" But 40 minutes later with me literally screaming and crying he gave up and said I needed to come back in 2 weeks and he'd try again to get the 2nd one in. He only tried for so long at my urging. He wanted to stop after 20 minutes but I begged him to keep trying because I didn't want to do it all over again. You're already there, I'm already in pain - just finish it! Forty minutes later, no such luck and he insisted on stopping. I spent 2 days in bed in immense pain. Honestly, the closest thing I could compare it to is contractions. I really felt like I was having contractions every 10-15 minutes. It was awful but he said that I had to follow through and get the second one inserted or the whole thing was a waste of time. We talked a lot about it and he said he would give me stronger meds beforehand and would go about it differently and not to worry, he would take care of me. I love my doctor so I trusted him and it wasn't really bad at all. The second time around he gave me more pain meds before hand and a stronger xanex and he got it in after 10-15 minutes, it wasn't easy for him to get it in but he spoke to other doctors who had similar problems and went about it differently. There were no tears, no major pain afterwards. I was fine. 3 months later I had the ultrasound and both tubes were closed so I was happy. My friend (who works for an ob) was not pleased with me and said with my history, I should not be messing around and that we should have just used condoms until I hit menopause but it was just so annoying and this seemed so much easier! Well, here we are almost a year later. I have this belly now, that I never had before and I just attributed it to me being stressed (caring for my parents now as well as being the breadwinner of my family of 6) but now I have my period and I'm on day 6 here and still the heaviest flow I can describe in addition to bloating since insertion and constant back pain